Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the nurse stated the home health agency was out to refill the patient's pump and were unable to access the fill port. The nurse stated an ultrasound was done and the pump was flipped. The nurse also stated at the same time the patient had been unable to communicate successfully with the personal therapy manager (ptm). Technical services discussed flipped pump and communication difficulties when flipped.